Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported that the tip of electrode broke and fell into surgery site. Tip was retrieved. Surgery time delayed for a few minutes. No harm to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Device seems to be in used condition. Saline residue was visible in the suction tube, under magnification no anomalies were discovered on the active tip. The active tip was intact, the faceplate was secured in place as inspected. The reported failure of broken electrode tip is not confirmed. Via functionality test, the device was connected to a test generator. Default settings were present. With settings up to maximum wattage via activation of test footswitch, the device functioned as intended in both cut and coagulation mode. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the tip of electrode broke and fell into surgery site. Tip was retrieved. Surgery time delayed for a few minutes. No harm to patient. Note from affiliate 5/30/18: sales rep did not provide further information.